Event description:
Sales rep. Reported optometrist had a walk-in pt who wears acuvue and had a corneal ulcer in the right eye. Optometrist stated the pt has not had an eye exam since 1995 and wearing lenses extended wear for 30 continuous days. The ulcer was located mid-peripheral lesion bordering on the visual axis with a stromal haze which extended into the visual axis. Pt was prescribed ocuflox and tobradex. Pt's visual acuity has returned to 20/20. Pt purchased the lenses through a mail-order co (1-800 contacts) no additional info is available to enable further investigation at this time.